Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# (B)(6) implanted: (B)(6) 2020 explanted: product type lead product ID 977a260 lot# (B)(6) implanted: (B)(6) 2020 explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient reported that program c was not working. The rep checked impedances and found that contact 12 now has impedances >10,000 ohms as well. The rep programmed around that impedance in addition to the previously reported contacts to resolve the issue. The rep stated that there is nothing to report or anything that has changed that the patient could point to as what may have caused or contributed to this new high impedance.

Event description:
Additional information was received from manufacturer representative (rep) who reported elevated impedances on electrodes 9, 10, 11, 12 and 13. Rep reported 9,10, 13 had a status of 'do not use' and 11, 12 had a status of 'avoid.'

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the issue was resolved for the time being by programming around the impedance issues on the remaining contacts.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead, product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2020, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that rep ran impedance check in one week follow up to implant appointment. There was impedance issues contacts 0 (reference), 8 (190), 9 (40,000) <(>&<)> 10 (26,350). The cause was unknown. Patient programmed around these and the issue was resolved.